Manufacturer narrative:
Batch review performed on 19 november 2018: lot 154729: (B)(4) items manufactured and released on 31 may 2016. Expiration date: 2020-12-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: one month after polyethylene liner exchange due to knee laxity, the insert fixation screw was found broken. Immediate removal is strongly recommended. We could not determine whether this event was originated during the poly-swap surgery. It is very unlikely that a fatigue fracture may have originated in such a short time, so the intrasurgical hypothesis is more credible, unless an unreported traumatic or quasi-traumatic event generated the situation. We do not have enough elements at hand to draw a final conclusion.

Event description:
The patient had a primary knee surgery on (B)(6) 2017. The patient came in due to laxity and the surgeon performed a poly swap on (B)(6) 2018 [complaint (B)(4)]. The surgeon took an x-ray for a post-op follow up and noticed that the insert screw was broken. The revision surgery will take place on (B)(6) 2018.

Manufacturer narrative:
Update november 27, 2018. The surgeon removed the screw via scope. No implants were revised and the surgery was completed successfully.